Event description:
Customer reports sys locked up during a case and svc was scheduled for later that day. The problem occurred with pt on the table and under anesthesia. The sys worked after reboot.

Manufacturer narrative:
Gehc surgery svc personnel troubleshoot sys, the sys experienced a communication failure between the workstation and mainframe. The interconnect cable was found to be defective and required replacement. Tested sys, sys operating as intended.